Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer is unable to calibrate the axsym rubella igg reagent. Error code 1018 (a/b ratio too high). The issue was resolved by centrifuging the calibrator before calibration. There was no impact to pt mgmt reported.